Event description:
Home pt reports that, while troubleshooting and alarm situation during automated peritoneal dialysis treatment, he spiked a new solution bag onto a used supply line spike of a homechoice set. Home pt completed treatment without incident and reports no injury or medial intervention.